Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified and 70% stenosed mid right coronary artery. A 2.75 x 15 mm xience xpedition stent delivery system was advanced to the lesion; however, it could not cross. Several attempts to cross the lesion had been made when the proximal shaft, outside the anatomy, separated. The device was removed and a non-abbott 2.5 x 12 mm stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.